Event description:
It was reported while unloading a patient from the ambulance, the undercarriage of the cot allegedly did not lock into place. No details of the incident have been provided at this time; however, it was confirmed there were no injuries to the patient. A medic is alleging shoulder pain as a result of the incident; however, it was reported no medical intervention was sought for the alleged injury.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation at the complainant's location. The subject cot was evaluated and cycled through the prescribed functions and no issues were found which would have caused the alleged incident. At the request of the complainant, a preventive maintenance was conducted on the cot and it was returned to service. No additional details regarding the incident or the alleged medic injury have been provided by the complainant. Sufficient instructions are contained in the IFU regarding the steps required to disengage the undercarriage when unloading the cot from an ambulance.

Event description:
It was reported while unloading a patient from the ambulance, the undercarriage of the cot allegedly did not lock into place. No details of the incident have been provided at this time; however, it was confirmed there were no injuries to the patient. A medic is alleging shoulder pain as a result of the incident; however, it was reported no medical intervention was sought for the alleged injury.